Event description:
It was reported that there was a thrombus. A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2009 a caval thrombus was observed. No further patient complications were reported.